Event description:
During failure investigation on this returned motor controller (mc) board for the blower temperature high alarm. The unit failed with check vent 35 volt failed, check vent 3.3 volt failed, and check vent 5 volt failed errors. There was no patient involvement.